Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusion. [See scanned pages].

Event description:
Lesion probably thrombus containing, embolism in distal peroneal artery. Clinically significant to the patient, aspiration was performed successfully.